Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited loss of capture and high pacing impedance. The patient then presented for a lead revision procedure. The lead was replaced (B)(6) 2020. The patient experienced no consequences.